Manufacturer narrative:
The involved patient was a dnr patient (do not resuscitate). Dnr means that no resuscitative efforts are made on behalf of the patient. The customer reported that they "swapped mrx over and the problem was resolved" when they monitored the ECG using the second defibrillator. Therefore the reported symptom could not have impacted the patient outcome. A dashed line for an ECG waveform means that there is no ECG input for the lead being monitored. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The electronic event files for (B)(6) 2017 from the data card were downloaded and reviewed. The patient event did not download or come across to the data card. The event at 9:36:25 am represented the biomedical engineer's testing the device and shows that the device was set to monitor pads and not ECG leads. The fse was not able to reproduce the failure using a simulator or when performing the operational check test and found all tests passed. The customer did not print rhythm strips of the event. There is not a further opportunity to retrieve this event rhythm strips file. The dashed line display reported by the customer is fully consistent with the device having no ECG input for the lead being monitored. The fse reported that the issue was not confirmed and there was no trouble found with the device. There were no parts replaced and the device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported to philips that when they had the device connected to a dnr patient (do not resuscitate) they were expecting to see a flat line ECG displayed but instead a dashed line was displayed. The involved patient was a dnr.